Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic during follow up. Review of stored electrograms (egm) revealed post-paced t-wave oversensing on the implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. Programming changes were made to resolve the issue. There were no patient consequences.

Event description:
New information received notes that the post paced t-wave oversensing on the implantable cardioverter defibrillator was still occurring. Additional programming changes were performed. There were no patient consequences.